Event description:
Dental implant did not integrate. Implant date (B)(6) 2013, removal date (B)(6) /2013. Bone type at time of implant failure dense. Primary stability was achieved. At the time of implant failure, there was mobility.